Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient status was good post-procedure.